Event description:
It was reported the patient expired. The cause of death and the relationship of the patient's death to the device was not provided. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.